Event description:
Germany. Allegedly, the patient experienced complications and internal bleeding after surgery in (B)(6) 2024, requiring reoperation. The implant remained problematic, and a second opinion in (B)(6) 2025 revealed severe double bulges and incorrect implant selection; corrective surgery with implant replacement is required (sn: (B)(6)).

Manufacturer narrative:
Establishment labs has not received the unit involved for analysis yet. However, the following information has been reviewed: each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "visibility/palpability ¿ visibility and palpability of the implant can occur because the envelope is thin due to several causes, including excessive volume, the implant¿s content not being cohesive, or previous surgery and cutaneous aging. If the implant is fitted in a subglandular pocket, a change to a submuscular pocket is needed. The implant volume should be reduced, and it should be ensured that the content is a cohesive gel." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.